Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -3.5/+2.5/100 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. Reportedly, the "patient is dissatisfied with the myopia remaining". The lens remains implanted. See MFR report# 2023826-2018-01801 for previously implanted lens.

Manufacturer narrative:
Device code 1401: previous code in initial MDR not applicable. Claim#: (B)(4).